Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms in addition to noise and oversensing. The noise was felt to be consistent with oversensing related to the minute ventilation feature. Noise was unable to be recreated with patient isometrics or pocket manipulation. Boston scientific technical services (ts) recommended programming the minute ventilation feature off, however, the physician did not wish to make any changes at this time and plans to continue monitoring. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms in addition to noise and oversensing. The noise was felt to be consistent with oversensing related to the minute ventilation feature. Noise was unable to be recreated with patient isometrics or pocket manipulation. Boston scientific technical services (ts) recommended programming the minute ventilation feature off, however, the physician did not wish to make any changes at this time and plans to continue monitoring. No adverse patient effects were reported. This product remains in service. New information received indicates that the patient was admitted to the hospital complaining of dizziness especially when turning on his side. Interrogation shows intermittent loss of capture (loc) on the ra lead. Ra sensing was appropriate but inappropriate ra pacing. The lower rate limit was decreased to prevent inappropriate ra pacing. Rate response was also programmed off. An ra lead fracture was suspected.